Manufacturer narrative:
Investigation summary: no product was returned. Ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. Pt had multiple peas, resulting in suction alarms. After reviewing logs, multiple suction alarms were observed along with impella in aorta alarms. The logs show suction alarms throughout the case and patient had poor prognosis and was on ECMO support as well. The cause of pump suction was most likely patient condition related since patient had poor prognosis and patient being in ECMO support. Device history lot: device lot: 1974839. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient had several pulseless electrical activity (pea) resulting in suction alarms, the catheter was repositioned, and volume status was improved. Additionally, it was noted that the patient's extremities are black, a vascular study was conducted and noted that there was no flow down either the leg or arms. The patient herniated and a brain death test was initiated; the patient was declared brain dead and died while on support.